Manufacturer narrative:
Zimvie received one (1) tsx37b13, (tsx implant, 3.7mmd, 13mml) for evaluation. Visual evaluation was performed, slight wear from usage. No damage identified or signs of malfunction. Signs of use. Blood on internal threads. No damage identified or signs of malfunction. Measurements match drawing. DHR review was completed for the subject lot number 1261325. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261325 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : bone fracture. The customer did not images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation were material selection of implant inadequate (unable to withstand occlusal forces or long term loading) therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that it is difficult to say if the implant itself caused the jaw fracture. The fracture ran through the implant causing it to be loss and therefore removed during surgery to repair the jaw fracture. Implant site 19 removed during jaw fracture.